Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic cannula were too flattened, the tube lumen was reduced and did not work well. No patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Device history record (DHR) review did not show any abnormalities, no production or quality remarks. There was no complaint sample received at the investigation site. A complaint history check was carried out for a period of one year and there is one other complaint documented for this contract, however, not related to this type of event. The root cause was determined as external - material supplier related. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.